Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at her laminotomy site, leg numbness and gradual loss of leg mobility following her permanent procedure. It was also noted the physician experienced difficulty advancing the lead due to scar tissue. Surgical intervention was undertaken to explant the scs system and the physician removed a blood clot from the epidural space. The issues resolved upon removal of the scs system and as of (B)(6) 2014, the patient has been released from the hospital.